Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 51 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4717 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 51 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of migraine, rhinoplasty, mandibular operation, temporomandibular joint disorder, migraine, hypothyroidism and carpal tunnel syndrome. Concurrent conditions were listed as adenomyosis and pelvic pain female. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateralsalpingectomy, left oophrectomy, cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no discrepancy noted removal date of drug updated to (B)(6) 2022 from (B)(6) 022. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: specimens. A. Fallopian tube, left, left fallopian tube. B. Fallopian tube, right, right fallopian tube. C. Ovary, left, left ovary. D. Uterus, uterus and cervix. Clinical information pre-op diagnosis: discomfort due to device final diagnosis a. Left fallopian tube, salpingectomy: complete cross-sections of fallopian tube and unremarkable fimbria b. Right fallopian tube, salpingectomy: complete cross-sections of fallopian tube and unremarkable fimbria c. Left ovary, oophorectomy: ovary with endosalpingiosis with dystrophic calcifications. D. Uterus and cervix, hysterectomy: benign endometrium. Adenomyosis. Chronic cervicitis. Gross description left fallopian tube: it consists of a segment of tan-pink fimbriated fallopian tube measuring 4.2 cm in length and 0.5 cm in diameter. Sectioning reveals a pinpoint lumen. Right fallopian tube: it consists of a segment of pink-red fimbriated fallopian tube measuring 4.6 cm in length and 0.4 cm in diameter. The specimen is received in formalin, in a container labeled with the patient's name and " left ovary". It consists of a 2.1 x 0.9 x 0.7 cm tan-pink cerebriform ovary. The ovary is bisected revealing variegated cut surfaces with no lesions or masses identified grossly uterus and cervix". It consists of a 66 g uterus with attached cervix. The uterus measures 5.4 cm cornu to cornu, 4.7 cm superior to inferior, and 3.2 cm anterior to posterior. There is a segment of coiled metal wire protruding from the right cornu and adherent to the serosal surface of the uterine fundus. The cervix measures 3.6 cm in length and 2.8 cm in diameter. There are 2 portions of suture material embedded on the white-pink and smooth ectocervix. The cervical os is patent, measuring 0.7 cm. The specimen is bivalved revealing a glistening tan-pink endocervicalmucosa. The endometrium is pink red-purple and smooth, measuring less than 0.1 cm in thickness. The myometrium is homogeneous tan and 1.6 cm in greatest thickness. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 22-sep-2023: medical record received. Event medical device removal is replaced with event device embedded medical history & lab data updated. Reporter information updated . Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 51 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4717 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 18-apr-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.